Event description:
As reported by the user facility: 332220, lot # 61204353. Date of occurrence: (B)(6) 2012. Catheter inserted, attached to tubing and baxter syringe pump, alarming. Troubleshooting by doctor and no flow by hand when taken off pump. Manipulated epidural catheter to obtain flow, no success. During removal of epidural catheter, felt 'something'; when catheter was removed, the distal 2 cm of catheter was retained in patient."

Manufacturer narrative:
Multiple follow up calls to the facility to obtain the sample have been unsuccessful. Without the actual sample, a thorough investigation could not be conducted and no specific conclusions could be drawn. A review of the customer complaint database revealed, no adverse trends of this nature against the reported catalog number, catheter component or finished good lot number. All available information was forwarded to b. Braun (B)(4) for further evaluation. B. Braun (B)(4) performed batch history review and no deviations were detected in the manufacturing or test documentation for the complained article number and batches. The event description does indicate that the epidural catheter was manipulated to obtain flow prior to the catheter being withdrawn. It is possible that the additional manipulation may have contributed to the reported event. If the sample is returned and/or additional pertinent information becomes available, a follow-up report will be filed.